Event description:
Reporter alleged blood glucose measured 112 mg/dl at 1:30 pm back to back with a result of 223 mg/dl when testing was performed at 1:32 pm. No action were taken or treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.